Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the metal introducer cannula got detached from the catheter and fell into the abdominal cavity during a surgery. However, it was withdrawn and abdominal anastomosis was completed. There was no reported injury.

Event description:
It was reported that the metal introducer cannula got detached from the catheter and fell into the abdominal cavity during a surgery. However, it was withdrawn and abdominal anastomosis was completed. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed, and no relevant findings were identified. According to the investigator, the customer returned the metal introducer cannula and the s-l catheter of an opened cholangiography set. No definite signs-of-use were observed. The inner diameter (ID) of the catheter was measured to be .071" (pin gauges, which is within specifications of 0.071-0.073" per product drawing. The outer diameter (od) of the catheter was measured to be .0835", which is within specifications of 0.082-0.084" per product drawing s-01700-010. The inner diameter (ID) of the cannula was measured to be .150" (pin gauges, which meets the nominal value of .150" per product drawing (B)(4). The outer diameter (od) of the cannula was measured to be .180" (caliper), which meets the nominal value of .180" per product drawing (B)(4). Functional testing was performed under video supervision of an engineer from the chelmsford manufacturing site. Upon functional inspection, the reported issue was not confirmed. The s-l catheter was inserted into and removed from the metal introducer. The components were not loose, and it was determined that the functional issue reported was not observed. A performed per the instructions for use provided with the kit, which states, "advance catheter so balloon is outside metal introducer cannula/guide catheter assembly" and "withdraw both catheters into metal introducer cannula. Remove entire assembly as a unit. Inspect catheters to make sure entire length is withdrawn." The catheter drawing and cannula drawing were reviewed as part of this complaint investigation. The IFU provided with the kit informs the user, "advance catheter so balloon is outside metal introducer cannula/guide catheter assembly" and "withdraw both catheters into metal introducer cannula. Remove entire assembly as a unit. Inspect catheters to make sure entire length is withdrawn." In summary, the report was not confirmed through examination of the returned sample. The chelmsford manufacturing site was consulted for this complaint investigation. The catheter was repeatedly inserted into the metal cannula and removed. Looseness was not observed during functional testing. Both components were measured to be within specifications. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.